Manufacturer narrative:
The motor battery charger pcba was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. During visual inspection it was noted that the board had leaky capacitors. Installed motor battery charger board in imaging system and the system readied, charged, and performed as expected. The 2d and 3d imaging, as well as motion were successful. Board has leaking capacitors, but no functional problem found. No fault found. The pfc board 1000 was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. Passed bench testing with 380vdc output. Failed visual inspection, physical damage failure mode found due to broken fan wires. The motor battery charger board rework (first board shipped for replacement) was returned to the manufacturer for analysis. The reported issue was able to be duplicated by medtronic personnel. All leds on pcba dut and test fixture lit. Visual inspection passed. Bench and functional test passed. Chargers a, b, c, and d output test passed. +5vdc, ac_on, +4.1vdc and 24vdc fan passed. Installed motor battery charger board in imaging system and the system readied. After 24 hours critical battery errors were noted on both the pendant and in the error logs. Electrical failure mode was confirmed related to a faulty motor battery charger board.

Manufacturer narrative:
The battery charger one and two battery charger 2s were returned to the manufacturer for analysis. The chargers was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that motor battery charger, battery chargers 1 and 2, the power control board and the battery monitor were replaced to resolve the reported issue. The representative reported that a motor battery charger was not functioning at the installation and a separate unit was shipped to the site for installation. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger 2 has been received by the manufacturer for evaluation. However, results are not available at this time. The suspect battery charger 1, battery monitor, power control board and motor battery charger have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not holding a charge following an overnight charging period. When unplugged, the system would lose charge immediately. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery monitor indicator board was returned to the manufacturer for evaluation. Testing found that the leds on the board would not illuminate.